Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the patient lives by himself and has had a hard time recharging the implantable neurostimulator (ins). They have called a lot lately to figure out what is causing the recharging issue. The patient has some issues with coupling, falling asleep while recharging and therapy going off. The patient did have a couple hard falls in 2020 and has not been physically checked. They are discussing the issues with a manufacturer representative (rep) and the patient has an appointment with the doctor later this week.  Additional information was received from the consumer repeating that the patient is having difficulty charging the ins, which has caused the ins battery to deplete and consequently causes therapy to turn off. The patient had to be hospitalized because therapy turned off and they were unable to turn it back on because the patient programmer (pp) was not powering on and beeped 3 times. The manufacturer representative (rep) came to the hospital and gave the patient a pp and turned therapy back on. The rep told them that the patient's ins battery was fully charged when they turned therapy back on, so they were not sure how therapy turned off. Despite therapy being turned back on, the patient remains in the hospital. They were told the pp could be replaced, but they still did not have the serial number of the pp. They had to disconnect the call because they were getting a call from the hospital. They mentioned that the patient had some issues in (B)(6) with a recharger antenna and stated that the patient has been charging the ins better since receiving the recharger antenna replacement. They also mentioned that the patient's ins has turned off in the past due to ins battery getting too low and that they needed to get assistance turning it back on. They confirmed patient services was notified of these issues, but they did not specify the time that these events occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the patient lives by himself and has had a hard time recharging the implantable neurostimulator (ins). They have called a lot lately to figure out what is causing the recharging issue. The patient has some issues with coupling, falling asleep while recharging and therapy going off. The friend said it seems like the patient's implant is not on because patient is not mobile. The patient did have a couple hard falls in 2020 and has not been physically checked. They are discussing the issues with a manufacturer representative (rep) and the patient has an appointment with the doctor later this week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that since implant, the patient has had difficulty recharging due to the design and the patient not being able to look down at his chest when holding the recharger in place. The patient usually charges 20 minutes a day but sometimes had difficulties obtaining or maintaining coupling resulting in implant/therapy depleting and turning off about 8 times total. This progressed in (B)(6) 2021 when the implantable neurostimulator (ins) turned off and the patient was found "stuck" on the ground and needed to be hospitalized for several days because they couldn't figure out how to charge the patient on (B)(6). In (B)(6) they also found out the recharger antenna may be frayed. In august, a friend went over to help the patient charge and confirmed the cord is frayed and almost refused to plug the charger into the wall because of the fray. A replacement recharger antenna was sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, product type: recharger. Product ID 37761, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is having a problem with recharging.  Pt was recharging last night and thinks that the cord was not fully plugged in/attached , was unsure if charging session was effective, and  thinks recharger went out today. Pt thought that was why the therapy turned off .  Recharger screen was showing a flashing a plug. Pt may not always be getting full coupling.  Caller states pt is not sure if ins is on, but reported that pt started feeling that the system had shut off. Troubleshooting was unable to be performed as as the patient rep was not with the patient. No symptoms